Manufacturer narrative:
Qn#(B)(4). Per DHR the product hemolok l clips 3/cart 42/box lot# 73d1800193 was manufactured on 04/16/2018 a total of (B)(4) pieces. Lot was released on 04/19/2018. DHR investigation did not show issues related to complaint. The customer returned one cartridge and one loose clip from 544243 hemolok l clips 3/cart 42/box for investigation. The returned cartridge and loose clip were visually examined with and without magnification. Visual examination of the cartridge revealed that the cartridge was returned with no clips remaining. Visual examination of the loose clip revealed that the clip was returned with the hook broken off. The loose clip appears used as there is biological material present on the clip. It could not be determined exactly how or what caused the returned clip to break at the hook. A CAPA has been previously opened to further investigate issues related to clip breakages. The IFU for this product, l06110, was reviewed as a part of this complaint investigation. The IFU states, "always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." It could not be determined exactly how or what caused the returned clip to break at the hook. A CAPA has been previously opened to further investigate issues related to clip breakages. The reported complaint of the clip being "broken" was confirmed based upon the sample received. One cartridge and one loose clip were returned. The cartridge was returned with no clips remaining. The loose clip was returned with the hook broken off. It could not be determined exactly how or what caused the returned clip to break at the hook. A CAPA has been previously opened to further investigate issues related to clip breakages.

Event description:
It was reported that the doctor found the living hinge of the clip broken after uploading into the applier.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the doctor found the living hinge of the clip broken after uploading into the applier.